Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0489d, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had an injury. The patient reports a loss of therapeutic effect. The symptoms reported had gradual onset following some form of trauma. The patient was involved in a car accident last week and didn¿t know if she should get her leads checked. The patient could not really tell if the symptoms was different or not after the accident but knows she can feel stimulation. Her symptoms changed after the car accident and the patient states it may be a result of stress from the accident (stating gradual onset). The stimulator was to help patient with having a bowel movement and states it hasn¿t been like it was prior to the car accident. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.